Event description:
It was reported that a gradual increase in pacing impedance measurements was noted from this right ventricular (rv) lead. The most recent measurement was out-of-range at 2518 ohms. All other rv lead sensing parameters were stable and within range. It was stated that x-ray imaging was previously performed in (B)(6), which revealed no evidence of rv lead integrity issues. Boston scientific technical services (ts) was contacted and stated that the gradual impedance rise was more consistent with a potential change of the electrode-myocardial tissue interface, rather than a fracture. However, upon review, an episode of over-sensed rv noise, labelled as a non-sustained ventricular tachycardia event, was noted. Ts recommended an in-clinic assessment, with provocative maneuvers and manipulations, to attempt to recreate the noisy signals in bipolar sensing. If any abnormalities were observed, it would point towards a potential rv lead integrity issue. Potential sensitivity reprogramming was also discussed, if the physician did not want to perform invasive action due to the patient's age. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.